Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Since it is unknown which stem was used, it could be stem extension offset 12mm dia x 100mm length(combined length 145mm) catalog # 00598802012 lot # 64234028 or stem extension straight 15mm dia x 100mm length(combined length 145mm) catalog # 00598801015 lot # 64179322. Expiry date: jan 31, 2029 or oct 31, 2028. Manufacturing date: feb 1, 2019 or oct 17, 2018. Medical devices: nexgen femoral component catalog # 00599401792 lot # 64333693; stem extension straight 15mm dia x 100mm length(combined length 145mm) catalog # 00598801015 lot # 64179322; femoral set screw hex driver torque limiting size 2.0 mm catalog # 00598707100 lot # unknown qty 2; cas fixation pin 3.2d x 80mm sterile catalog # 20800000011 lot # 64467636; stemmed tibial component precoat size 7 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten catalog # 00598005701 lot # j6633578; articular surface with locking screw size blue/g 23 mm height for use with femoral g catalog # 00599405023 lot # 63200767. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2021-00091. Product location is unknown.

Event description:
It was reported that patient underwent a total knee procedure. Subsequently, the patient was revised due to femur fracture approximately nine months post implantation. Attempt for further information has been made, but no further information has been provided.